Event description:
The customer reported the system displayed a pre-charge voltage error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and reset a circuit breaker. The system operates as intended.